Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. After the alarm, the customer attempted to load multiple cartridges and received a cartridge alarm 19 each time. The customer's blood glucose level was not impacted. The customer was to use daily insulin injections to manage diabetes.

Manufacturer narrative:
Occlusion issue - no failure identified.